Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced delivery anomaly-occluded, damage, delivery anomaly-no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-342g, mmt-431ag, mmt-1884l. Troubleshooting was performed and the reported past insulin flow block alarm event, cosmetic damage. No harm requiring medical intervention was reported. No product return is required for mmt-342g. No product return is required for mmt-431ag. It was unknown whether the customer will continue use of the device. No product return is required for mmt-1884l.

Manufacturer narrative:
Pump was received with a blank display after battery installation. Unable to perform the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test, download the trace and history files utilizing thump (download difficulty), or verify insulin flow blocked alarms due to the blank display. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, keypad flex tail, motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked battery compartment, broken belt clip rails, and pillowing keypad overlay. Blank display is confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Download difficulty is confirmed due to the blank display. Insulin flow blocked alarms are unknown due to the blank display. Cracked battery compartment is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.